Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an automatic lead safety switch occurred due to an out of range impedance measurement on this patient's non-boston scientific right ventricular (rv) lead. There were also reportedly several spikes in atrial pacing impedance, although they did not reach out of range levels. No adverse patient effects were reported. This cardiac resynchronization therapy pacemaker (crt-p) and the non-boston scientific leads remain in service.